Event description:
String detached brought to the ER for removal- vagina foreign body in reproductive tract. String detached - tampon device breakage. Doctor had to remove tampon complication of device removal. Case narrative: relative reported that her daughter was taken to the ER for tampon removal. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String detached. Brought to the ER for removal- vagina [foreign body in reproductive tract]. String detached - tampon [device breakage]. Doctor had to remove tampon [complication of device removal] . Cause was traced to manufacturing [manufacturing issue]. Case narrative: relative reported that her daughter was taken to the ER for tampon removal. No serious injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
A product investigation is in progress.

Event description:
String detached... Brought to the ER for removal- vagina [foreign body in reproductive tract] string detached - tampon [device breakage] doctor had to remove tampon [complication of device removal] case narrative: relative reported that her daughter was taken to the ER for tampon removal. No serious injury was reported.